Event description:
Healthcare professional additionally reported "small cysts."

Event description:
Patient additionally reported "joint pain, swollen tissue, lumps under her armpits, changes in her breasts including changes in the texture and color of her areoles". Patient also reported autoimmune/connective tissue disorders and headache; these events are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side rupture, "ongoing issues with having painful breast tissue under armpits, nodules under arms that hurt, itchy and painful nipples that hurt, discharge from nipple," and "sickness." Patient additionally reported "weakness and fatigue;" these events are not related to the device. Device remains implanted.